Manufacturer narrative:
The customer reported that cns will not power on. The cns lost power during a generator test at the hospital which caused the hard drive to fail. No patient harm was reported when cns became unavailable. Patients were moved to another unit to be able to allow monitoring of patients while the cns was down. A replacement hard drive was sent to the customer to resolve the issue. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that cns will not power on. The cns lost power during a generator test at the hospital which caused the hard drive to fail.

Manufacturer narrative:
Manufacturer narrative: the customer reported that cns will not power on. The cns lost power during a generator test at the hospital which caused the hard drive to fail. No patient harm was reported when cns became unavailable. Patients were moved to another unit to be able to allow monitoring of patients while the cns was down. A replacement hard drive was sent to the customer to resolve the issue. The hard drive was evaluated, during evaluation "boot error" occured. The defective hard drive was discarded. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.